Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm during a bolus delivery. Customer's blood glucose was unknown at the time of the call. The customer stated they were able resolve the no delivery alarm with an infusion set change. The customer also reported having discrepancies between their blood glucose and sensor glucose readings. Customer stated their blood glucose readings would be between 120 mg/dl and 125 mg/dl and their sensor glucose would read between 195 mg/dl and 200 mg/dl. Customer declined to return their infusion set or reservoir for analysis. No additional information provided.